Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On 07/02/2024 around 11:30 pm, the patient´s husband notice that there was a cgm inaccuracy. The cgm reading was in the 60s mg/dl to 50s mg/dl. Therefore, the patient self-treated with a small amount of root beer and soft drinks. Then the patient took a bg reading which was 280 mg/dl. The patient did not experienced any symptoms. The patient´s husband took her to the hospital; there the patient was treated with IV medication and antibiotics (for sore feet). The patient was discharged around 2:30 am on (B)(6) 2024. At the time of the event the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.